Event description:
During procedure, the ultrasound probe was used and metal shavings were noted in the abdomen through the video monitor. Surgeon flushed out the metal shavings at the end of the procedure, no delay to case, no excessive blood loss, no harm to patient. Two ultrasound probes were used during procedure, both with the same results of shavings.